Event description:
Pt reported that soon after they started using their new back-up device,they noticed that every other day their blood glucose would be elevated over 600 mg/dl. Pt reported that adapter does not appear to be screwing into device properly and they noticed moisture around the adapter and possibly air in the infusion set tubing as well. Pt self-treated high blood glucose.